Event description:
It is reported that the patient underwent revision of total knee arthroplasty due to a staph infection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: femoral component precoat size e left, catalog #00575001501, lot #62570685. Palacos r 1x40 single, catalog #00111214001, lot #77094364. All poly patella size 32 mm dia. Standard 8.5 mm thickness, catalog #00597206532, lot #62423982. Tibial component pegged precoat for cemented use only size 4, catalog #00597003502, lot #62577184. Reported event was unable to be confirmed due to limited information received from the customer. The reported components were reviewed for compatibility and were not found to be compatible with each other. Review of implant compatibility found the femoral and articular surface to be incompatible with each other, according to product labeling. However, it is not believed that this incompatibility would have lead to the reported infection. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.